Event description:
Customer reported that the paramedics were called while she was out at the mall. Blood glucose value at the time was not provided. Nothing further was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.